Event description:
Note: this MFR report pertains to the second of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-3040 for a description of the other device. It was reported to boston scientific corporation that a jagwire device was used during a procedure performed in late 2005 (patient gender, age, and weight are unknown). According to the complainant, the jagwire was unable to extend. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Visual inspection reveals a kink at approximately 18mm from distal end. A fracture was observed adjacent to the ball weld. The coil segment at distal end was not returned for investigation. The ball weld od measured approximately 0.01840 (spec od<0.020) and shows acceptable geometry. The distal portion was submitted for fracture analysis adjacent to the ball weld. The results were review by a quality engineer. The ribbon coil showed enlarged grains and shrinkage porosity - evidence of having been annealed. Axial directed loading exceeded the ribbon coil tensile strength. No material defects were detected. The ribbon coil cross-sectional area was not reduced by the welding operation where the fracture occurred. The complaint was confirmed. The unit did not connect properly due to the missing coil at distal end. The fracture features adjacent to the ball weld indicates that the unit was subjected to a tensile load which mainly contributed to the final separation between the ball weld and coil. This condition along with the kink wire and corrugated sheath may have been induced during the procedure when inserting the distal end of the jagtail into the proximal end of the extendable jagwire. However, the exact root cause of failure cannot be determined at this time. The device history record was reviewed found to meet all requirements. The lot met all specifications relevant to the complaint upon lot release.